Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. Also, the high energy shock impedance was 180 ohms, which is high but within normal limits. The clinic will bring the patient in for some treadmill testing. There were no additional adverse patient effects. The system remains implanted.